Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016-correction to date of this report & date received by manufacturer.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2016 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the display issue, the keypad cover was observed to be peeling; however, all of the keypad buttons responded properly to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 01/13/2016.